Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent incomplete temp rate alerts occurred. Reportedly, the customer did not access the temp rate menu and maintained that the alerts occurred while not in the temp rate menu. There was no impact to blood glucose. Customer continued to use the pump for insulin therapy.